Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 1) occurred during a bolus. Reportedly, the cartridge was cracked. Customer's blood glucose was 219 mg/dl. The supplies were changed to address the event and insulin delivery was resumed.